Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update received 11/30/15. Clinical report was received stating that patient was revised to address an adverse local tissue reaction. Implant date has been provided.

Manufacturer narrative:
(B)(4).no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 12/30/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was found to have elevated ion levels, corrosion of the femoral neck, and an inflammatory pattern of synovial fluid due to metal articulation wear. At this time the patient's femoral stem is being added to the complaint and reported. The complaint was updated on: 01/19/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 03/15/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, clicking noises, and swelling.

Manufacturer narrative:
Added: patient, device.

Event description:
Update jul 05, 2017: medical records received. In addition to what was previously alleged, pfs alleges limited mobility, metal poisoning and symptoms of vertigo. After review of the medical records for the MDR reportability, in addition to what was previously reported, operative findings reported a cloudy synovial fluid with minimal soft tissue damage. It was also reported in the medical records that patient developed increasing hip flexor tendonitis. There were no laboratory results for cobalt-chromium levels. This complaint was updated on jul 17, 2017.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.